Manufacturer narrative:
This product is being filed on an international product, list number (B)(4), that has a similar product distributed in the us, list number (B)(4). (B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. H3 other text : evaluation is in process

Manufacturer narrative:
The investigation team received the customer returned affected sample. The customer returned affected sample was tested with a retained kit of architect havab igg reagent, lot number 40383li00 generating a (B)(6) result of (B)(6). Reference testing with the axsym generated a (B)(6) result using the customer returned affected sample. To further evaluate the clinical specificity of lot number 40383li00 a retained kit was tested in a specificity set-up. All negative control values and additional characterized negative human plasma replicates met specifications and the results were in the typical range and no (B)(6) results were obtained. As part of this investigation a review of the complaint records for lot number 40383li00 was performed and did not identify any problems relating to the customer observation. To date, this complaint is the only complaint for this lot number and issue. Additionally, a review for non-conformances and deviations associated with the lot number 40383li00 was performed. This review resulted in no occurrences that could be linked to the customer observation. Additionally, a review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, it has determined that the architect havab igg reagent lot number 40383li00 is performing acceptably.

Manufacturer narrative:
After the completion of the addendum evaluation, the monolisatm total anti hav plus reference test became available. The returned customer sample tested axsym havab 2.0 (B)(6) negative. The additional reference testing does not change the conclusion of the original and addendum evaluations. Based on the original, addendum and second addendum evaluations, the architect havab igg reagent lot number 40383li00 is performing acceptably.

Event description:
The account generated a false reactive architect havab-igg result of 5.27 s/co on sample ID:(B)(4), which is a child patient that tested siemens elisa method negative. No specific patient information was provided. No impact to patient management was reported.